Event description:
Customer reported that he had high blood glucose, the insulin pump was squirting insulin out, alarming during manual prime and the drive support cap is sticking out. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to protruded/loose drive support disk. Unit was received with missing end cap sticker.